Event description:
Surgeon reported to regional sales manager that an abgii revision surgery took place because of the breakage of ceramic head, which was placed in 2008. He further reported that after the incision he established so much metalosis, that the stem also had to be removed and replaced, as the neck of the prosthesis was totally destroyed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9616680-2011-00566. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.